Event description:
Tip of punch is said to have broken off inside a pt's knee during surgery. Surgeon retrieved broken piece with no pt injury or surgical complication resulting. Broken piece was discarded after retrieval.